Manufacturer narrative:
A customer in (B)(6) had contacted biomérieux to report a false positive esbl (extended spectrum beta-lactamase) phenotype for escherichia coli in association with the vitek® 2 ast-n234 test kit. Synergy test was negative for esbl as was repeat vitek® 2 ast-n234 testing. An internal biomérieux investigation was performed. The customer was not able to submit the strain for evaluation. Submittal of the strain is required in order to confirm a vitek 2 discrepancy. Note: aes will propose a beta-lactam phenotype based on results of all beta-lactams tested. If results for any beta-lactams varied between the original and repeat test, it is possible to have different phenotypes proposed. Vitek 2 ast-n234 lot # 6340329403 met final qc release criteria. This lot passed qc performance testing.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a false positive esbl (extended spectrum beta-lactamase) phenotype for escherichia coli in association with the vitek® 2 ast-n234 test kit. Synergy test was negative for esbl as was repeat vitek® 2 ast-n234 testing. The discrepant ast-n234 result was reported to the physician and antibiotic treatment was initiated. The customer indicated a delay >24 hours in reporting the synergy test result to the physician. The customer stated the original treatment was effective, and there was no modification to therapy following the updated esbl test result. The customer stated there was no adverse impact on the patient's state of health. Biomérieux has requested isolate submittal for internal investigation. An internal investigation has been initiated.